Manufacturer narrative:
Reader (B)(6) has been returned and investigated with retained strips. Visual inspection has been performed on the returned reader and no issues were observed. The reader did not turn on with the button, strip, or universal serial bus (usb) cable insertion. The returned reader was connected to a computer and the reader was not recognized. The reader was further investigated and de-cased. Battery voltage was measured to be out of specification range. Placed returned reader into the reader printed circuit board assembly (pcba) test fixture and applied pressure to the central processing unit (cpu). The reader did power on when pressure was applied to the cpu and the battery was observed to be charging. An extended investigation was also performed on the reader. A known-good battery was placed in the returned reader and attempted to turn on the reader, but it did not power on. Applied pressure to microcontroller processor (mcp) while on the fixture; observed returned reader powered on with button press. Therefore, this issue is confirmed due to poor soldering of the mcp. At this time charging cable and adapter has not yet been returned for this complaint. The DHR for the libre reader indicated by the serial number provided by the customer and kit pack for verification of correct cable and adapter was reviewed. The dhrs showed the libre reader passed all tests prior to release and correct cable and adapter was part of the kit pack and there was no indication that the product did not meet specifications. If partial product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device reader. Customer was unable to test due to the reader not powering on with button press or test strip insertion. The customer experienced hypoglycemia and required a third-party treatment of oral glucose and "food" orally by a non-healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device reader. Customer was unable to test due to the reader not powering on with button press or test strip insertion. The customer experienced hypoglycemia and required a third-party treatment of oral glucose and "food" orally by a non-healthcare professional. There was no report of death or permanent injury associated with this event.